Event description:
A false negative advia centaur total hcg pt result was obtained for a pt sample. The result was questioned. The customer repeated the testing and the total hcg result was positive. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false negative total hcg result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. Analysis of the instrument and instrument data indicate that the cause for the false negative result is unk. The instrument is performing within specification. No further evaluation of the device is required.